Event description:
It was reported that the patient underwent a procedure in which the two superion indirect decompression system devices were explanted in order to perform a laminectomy. There was no device malfunction suspected. The devices will not be returned as they were retained by the facility. This is the report for the second device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: 101-9810, model: 101-9810, serial: n/a, batch: 800098.